Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the debris was determined to be deterioration of the hose. The cause of the hose deterioration was not established but may be due to aging. The customer indicated they were not aware how often the effective concentration of disinfectant solution is checked. The IFU contains the following statements regarding checking the disinfectant solution: - "prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the internal tubing components. The fse also cleaned the disinfectant tank and rinse cycles to remove black debris from the endosocope reprocessor. Equipment repaired and verified according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information. This file is being corrected as a part of actions to retroactively correct complaints initially determined to be not reportable by the manufacturer.

Event description:
It was reported black debris was found in the disinfectant tank of an endoscope reprocessor after reprocessing. The customer reported black flakes were visible in the disinfectant tank and were noticed in the tank filter screen. The customer further reported no alerts or sensors were going off and the equipment is inspected before use. Per the customer, it is unknown when the last in-service with an endoscopy support specialist was held, it is unknown how often the minimum effective concentration is checked, and the last preventative maintenance was (B)(6) 2020 with no problems noted. As reported, another endoscope reprocessor was used while the unit was awaiting repair. There were no reported patient infections or scopes with positive cultures associated with this event.